Event description:
(B)(6) 2025 (B)(6) (for, hcp): medtronic received information regarding an imaging system being used for a sacroiliac and thor acolumbar procedure. It was reported that the captured image data had disappeared. During the capture, the images were displayed normally on the monitor and were successfully transmitted to picture archiving and communication system. However, when the images were reviewed again, they appeared completely black and were not displayed properly. A system reboot did not resolve the issue. Other previously captured images were displayed normally. It occurred postoperative and there was no delay to the case. No reported impact to the patient. And issue was resolved over phone.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the images were unusable and not recovered.